Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with corroded battery tube. After battery installation, unit gave a critical pump error (open book). No blank display noted. Unit was downloaded successfully using thump software for reference. Unable to perform sleep current measurement test, active current measurement test, and self-test due to display anomaly. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. No moisture damage was found on electronic assembly. Unit was also received with the following cosmetic damages: label damage (peeling), cracked case (battery tube), battery tube threads - cracked, broken battery tube threads, cracked case, missing display window/cover, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for blank display were not confirmed when unit powered on with critical pump error (open book). Isolate to electronic assembly. However, customer allegations for cosmetic damage were confirmed when broken battery tube threads and battery tube threads - cracked were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error (open book image) and little piece from the battery tube threads came off that affected the insulin pump's functionality and the pump turned off. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.